Event description:
During gastrectomy/gastrostomy the handpiece cutting shears were not cauterizing or cutting when plugged into generator. A new handpiece was opened and plugged into same generator and worked properly.